Event description:
Customer reports to have high and low blood glucose. Customer's blood glucose ranged from 545 mg/dl to 40 mg/dl; customer treated with manual injections. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, unsure if basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Customer states that when reservoir was removed, reservoir showed more insulin than what was shown on status screen. Alarm history showed no delivery on past dates. Customer was advised to change entire set and reservoir and treat per healthcare professional's instructions. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.